Manufacturer narrative:
Device technical analysis: the returned ipg was analyzed and the device was undetectable to the remote control and the clinician programmer. It could not be charged. The device was cut open, and the battery measured 1.78 volts. The battery was replaced by an external power source for further investigation. The device exhibited excessive sleep current leakage 13.2 ma, low vh high voltage impedance 770 ohms, and a hot spot on the u2 asic application specific integrated circuit 29.4 c. The patients database could not be obtained due to the asic damage using an external power source. Investigation conclusion: the investigation concluded that the reported event of ipg unable to connect with the remote control and clinician programmer and patient unable to charge ipg was confirmed through device analysis. The device exhibited symptoms that are the typical characteristics of high voltage transient damage. It was confirmed that the physician used electrocautery during an elective revision procedure wherein the ipg was damaged. U2 asic of the ipg was damaged by high voltage transient signal. Per the physicians implant manual, electrocautery is known source of high voltage transient signal and warns against the use of electrocautery, therefore, the probable root cause is traced to unintended use error caused or contributed to event. Per the physicians implant manual, electrocautery can transfer destructive current into the dbs leads and, or stimulator.

Event description:
It was reported that during an elective lead revision procedure the physician utilized electrocautery wherein the ipg was damaged and was no longer able to communicate with the clinician programmer and remote control, and the patient was unable to charge the ipg. The patient later underwent a revision procedure to replace the ipg. The patient was noted to be doing well post operatively.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an elective lead revision procedure the physician utilized electrocautery wherein the ipg was damaged and was no longer able to communicate with the clinician programmer and remote control, and the patient was unable to charge the ipg. The patient later underwent a revision procedure to replace the ipg. The patient was noted to be doing well post operatively.